Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a non-penumbra aspiration catheter, and a stent retriever. During the procedure, the physician placed the neuron max in the patient then completed two passes using the aspiration catheter, velocity and stent retriever. Afterwards, the physician attempted to retract the stent retriever through the velocity; however, resistance was encountered and the stent retriever would not retract. The physician continued to put a lot of effort to retract the stent retriever and fractured the distal end of the velocity into two pieces. Subsequently, the physician removed the fractured velocity by removing the aspiration catheter, velocity and stent retriever together. The procedure was completed using a new velocity, a new non-penumbra aspiration catheter, and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the stent retriever is manipulated against resistance within the velocity, damage such as a fracture may occur. The root cause of the resistance could not be determined. Further evaluation revealed a kink underneath the strain relief. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.